Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging erratic readings on the lfs meter. A patient reported blood glucose results of 537 mg/dl and 145 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of less or equal to 20 percent and/or less or equal to 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision; however, the test strips failed twice using the control solution. The test strips were in good condition and not expired. Patient contacted a medical professional for advice and did not receive any treatment. Md advised the patient to contact lfs. This case is being reported as a malfunction, since the test strips failed twice using the control solution.